Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 76" and "defib fault 77" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.